Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00037. This is the second MDR submitted for the second suspect product, also a device mfg'd by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A physician reported a pt who, on 8/26/1998, was skin-tested in the forearm with negative results. On 1/31/2000, the pt was treated with two formulations of product in the vermilion borders. The pt called to report that pts' lips had become swollen the day after treatment, but did not come to the office until 3/8/2000. At that time, the physician diagnosed the persistent swelling as a symptom of hypersensitivity and prescirbed oral atarax and claritin, as well as topical aclovate cream.